Event description:
It was reported that the patient underwent an anterior cervical fusion at c5-6, c6-7 using rhbmp-2/acs. Following the surgeries, the patient suffered significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth and inflammation. The patient has received significant medical treatment to care for the injuries caused by the fusion surgery. The patient has never recovered from his surgeries, and he has daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of nonunion at c5-6 ; fractured screws at c6 ; progressive spondylitic changes c6-7 ; recurrent neck pain. The patient underwent following operative procedures: exploration and removal of previous spinal instrumentation; anterior cervical diskectomy, c6-c7; complete resection of fractured vertebral body at c6; microsurgical removal of uncinate process and associated bone and inflammatory changes at c5-c6 level; microsurgical uncinate process and bone spurs at c6-c7 level; bone marrow aspiration; reconstruction of the cervical spine with peak cervical spine spacers filled with autologous bone cement and bone marrow aspirate; bone marrow aspiration, right iliac crest. Per op-notes, ¿.. It was mixed with autologous bone from the cervical spine and a small amount of our cement. It was used to pack peek spacer from .. Casper pins were removed . A portion of sized plate was chosen .. Two screws were then placed obliquely at the c7 level.. ¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.